Manufacturer narrative:
Product event summary: an image was returned and analyzed. The returned photo showed a piece of a tissue length more than 5 cm. There is no evidence as to its origin. In conclusion, the reported tissue in the sheath was confirmed through the returned image. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The physical product was not returned for analysis.

Event description:
It was reported that during a cryo ablation procedure, the sheath was advanced through the septum. As the balloon catheter was inserted, a mass was observed on intracardiac echocardiography (ice). The mass appeared to be attached to the end of the sheath. The advancement of the balloon catheter was stopped. As the balloon catheter was removed, a negative pressure occurred in the sheath pulling the mass into the sheath and clogging the side port of the sheath. The sheath was replaced which resolved the issue. The case was completed with cryo. The physician flushed the clogged sheath to remove the suspected clot. A white, yellowish cylindrical tissue mass was flushed out and referred to it as a "fat plug". According to the physician, he did not think it was an issue with the sheath but related to this particular patient's condition. On transesophageal echocardiogram (tee), it was noted there was fat deposits around the heart tissue. There was not damage to the pulmonary vein. The patient was hospitalized overnight for observation. No further patient complications have been reported as a result of this event.